Manufacturer narrative:
Evaluation: a service engineer (se) inspected the device and found that the patient circuit had been removed and the unit had been cleaned. They were unable to inspect the patient circuit and exhalation filter for condensate/rainout. The se instead found the graphical user interface (gui) latch and rotor to be broken and replaced them. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator displayed severe occlusion and generated a safety valve open condition which rendered the ventilator inoperable. The patient was transferred to an alternate ventilator and was not harmed as result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.